Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple non-sustained rv oversensing episodes were observed. The pacemaker-dependent patient was hospitalized due to the episodes. Review of the episodes revealed myopotential oversensing. Programming changes were made. The patient was stable.